Event description:
Additional information received that during routine hospital interrogation, the system continued to observed high oor pacing impedance measurement and loss of capture at maximum output. The physician decided to turn off lv lead and will revise when the device will reach elective replacement indicator (eri). Additional information obtained from the field representative that the cause was not determined. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) with the left ventricular (lv) lead exhibited high out-of-range (oor) pacing lead impedance of greater than 2,000 ohms. The field representative performed isometrics, pocket manipulation and sample impedance, however no noise was reproduced. Further, intermittent loss of capture (loc) was noted with arm movement. Boston scientific technical services (ts) suggested to reset clinical event and to continue to monitor. Additional information received that no programming changes were made and will only monitor the lead. Further, no cause was determined. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this device was explanted for normal battery depletion. The device was returned for reliability analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.